Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the auxiliary water channel and air/water channel was not confirmed. There was no deviation from IFU in reprocessing steps for the area where the foreign material remained. The suggested events may be detected and prevented by handling device in accordance with the following IFU. IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, there was contamination evident in the colonovideoscope air/water channel and the jet channel. There were no reports of patient involvement.